Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that the tip of a cascadia an lordotic-oblique inserter was observed to be fractured after a procedure. The associated procedure was completed successfully with no surgical delay and no adverse consequence to the patient.